Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the flow sensor was not reading the flows properly. When the user noticed the flow was not correct, he connected a back-up centrifugal system, connected the flow sensor to the tubing and compared readings from the first sensor to the back-up sensor. One sensor was reading half of the other. The user concluded the procedure with the original sensor. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.